Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and the site was debrided multiple times (dates not reported). Subsequently on (B)(6) 2015, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.